Manufacturer narrative:
Section d4: corrected the catalog number and UDI # based on the returned product.

Event description:
The caller reported that the infusion device goes into the different menus, automatically on its own, without a button press from the customer. The user reported that after removing and reinserting the battery, they were unable to confirm anything by pressing the confirmation button, and alleged the button was defective.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.